Manufacturer narrative:
B3: unknown; no information has been provided to date. D4: no information found for di number. G4: no information found for 510(k) number. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The ehl was reviewed and found higher density of "high alarm displayed: downstream occlusion" reports, which point to a faulty dso sensor. Visual and functional tests were performed which found a ruptured dso seal and a cracked lens. Pump was tested for flow accuracy and passed. The customer's problem was not duplicated as no specific problem was reported. The lens and dso seal were replaced in order to fix the issue.

Event description:
It was reported that the product was returned for repair. The device evaluation revealed issues with the dso seal and cracked lens there was unknown patient involvement and unknown patient harm/adverse event reported.